Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer complained of inaccurate insulin delivery. Customer had high blood glucose levels up to 32 mmol/l. No adverse event alleged. Product cannot be returned due to custom and legal issues in (B)(6).